Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a manufacturing representative helped them to resolve the ins shutting off and programming difficulties. They stated that trying different settings and replacing programmer batteries resolved their issues. The patient noted that they are unsure what the cause of the issues were. However, they have been resolved, and the device is working normally now. The patient weighed (B)(6)pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient has the stimulation on last, where he had two ¿zones¿ going because he had problems with both his right and left legs and about 2:00 the ins ¿quit.¿ the patient states that he was not using the controller, but the ins shut off. A screen came up with a doctor and a phone around the same time the ins shut off. The patient synced with the programmer and it showed stimulation was on. The patient was asked to very the code that was on the screen with a doctor and phone. The patient he had two ¿zones¿ (a and b) and zone b is the one that quit. The patient stated that it would not do anything for an hour, but zone a was working currently. The patient states that he gets 1, 2, 3 on zone a, but "you have to go to 6 or 7 to get it to work". The patient states on zone b he can do "1 to 1.3 or 4". The patient was asked again to take out his patient programmer to see about recreating the screen w/ a doctor (to identify what code was on the screen). The patient did not report seeing the doctor screen and stated that it was on zone a (group), "number one". The patient had the ability to change amplitude, groups and/or programs. The patient reports it won't go to zone b (group). The patient then proceeded to go to zone b (group) and reported seeing the synchronization screen after pressing the increase button on the pp. The patient was instructed to sync and the patient reported then seeing the main therapy screen, under zone b (group), and access to the different programs (1-4) at 0.0. The patient then reported the intensity was at 45. The patient was instructed to increase the stimulation for program 1, under zone b (group). The patient reported he was successful w/ increasing stimulation and reported that every time he previously tried doing that, since 2:00, it would switch over to zone a (group). The patient stated that program 2 worked the lower part of his right leg, and program 3 works the left leg. The patient stated both were working pretty high due to cramps. The gets cramps randomly once a week, and he had cramps about "2 1/2 hours earlier". The patient then repeated that zone b (group) quit working. Pt stated that he thought the longevity for the ins was 5-8 years, but the ins is "still going strong". The patient then stated he uses the ins less and less because he gets used to the pain level and was trying not to use it 24 hours a day because you keep "moving it up". The patient then stated that zone a (group) doesn't get to the areas that zone b (group) does. Troubleshooting resolved the reported issue. The patient mentioned he has an appointment with his healthcare provider (B)(6) 2018. No further complications were reported/anticipated.